Event description:
Boston scientific received information that this lead was explanted due to a lead fracture. During the procedure there was damage to the lead and the physician experienced removal difficulty. Initially the two electrode tips were left inside the patient; however, further attempts were successful in removing the entire lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.